Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece of the piercing membrane fell inside the patient. Please note that the piece was removed and the procedure was completed successfully.

Event description:
It was reported that a piece of the piercing membrane fell inside the patient. Please note that the piece was removed and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: operculum in the patient's abdomen. Probable root cause: material/design error; manufacturing/assembly/ service error; excessive user force; severe shipping conditions; disposable tip rubbing against product; user error. The failure mode will be monitored for future reoccurrence. H3 other text : 81.